Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an infold was observed during the first recapture. The implanting team decided to release the valve and post-dilate. After the post-dilation, a dislodge occurred. The team immediately proceeded to implant a second valve, with a successful final result. No further intervention or extended hospitalization were needed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29 (lot: 0012263895); product type: 0195-heart valves product ID d-evprop23-29 (lot: 0012234022); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no pre-dilation was performed and no misload was identified during loading. The valve was recaptured due to being positioned too low at 8mm. The patient was rapid paced during post-dilation. No procedural delay occurred. Per the physician, the patient's annular calcification and left ventricular outflow tract (lvot) bulge of calcium contributed to the event.

Manufacturer narrative:
Corrected data: additional codes f26 was erroneously reported on the initial regulatory report and is not applicable. Image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. There is no evidence that a pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture, and depth appeared to be approximately 7 millimeters (mm) but no evidence of an infold. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. There is evidence that the valve was recaptured and during the subsequent deployment an infold was evident and significant aortic insufficiency was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Despite the infold, the valve was released. A post implant dilatation was performed which caused the valve to dislodge aortic. Subsequently, the dislodged valve was left in place and a second valve was implanted. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.